Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor issues. It was reported that the device ¿has gone crazy.¿ the patient had been experiencing diarrhea for several months. It was noted the patient initially thought the diarrhea was related to something else, but did not think so anymore. The patient could not control their bowels, bladder was straining instead of flowing, affected their colon, and the patient wore pads and had to change them constantly. It was noted the patient was walking, it was coming out, and the patient could not control it. It was like the patient did not have the stimulator at all. It was noted the patient did great for the first year and a half. The patient decreased stimulation but that had not helped with the reported symptoms. The patient was on program 3 with stimulation at 0.4, and changed to program 2 with stimulation set at 1.5. The patient was feeling comfortable stimulation in the correct area (i.e., bike seat). It was noted the patient would try the new setting for a period of time and follow up with their healthcare provider (hcp) if the patient did not see improvement in symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had an appointment with their doctor on (B)(6) 2017. It was noted the setting on the therapy was changed to resolve the inability to control bowels. It was reported the circumstances that led to the inability to control bowels were not known.